Event description:
Initial report received by manufacturer stated catheter has been replaced once due to breakage. Follow up with hcp revealed pt has a history of catheter problems. Catheter implanted with original device fractured very soon after implant and a fragment was retained in the intrathecal space. Pt had return of spasticity and hcp was unable to adjust dose to relieve spasticity. Dye study revealed catheter was broken at the entry into the spine. Catheter replaced. Pt has had no symtoms due to the retained fragment.